Manufacturer narrative:
During troubleshoot via telephone, the sales representative stated the customer used another camera head and were able to get an image but the b30 error remained. The sales representative will advise the customer to check the cv-190 socket for debris or damaged. On december 20, 2022, the sales representative further reported that the cv-190 will not be returned as is working appropriately; it was determined that certain camera heads (not specified) were causing the b30 issues. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The sales representative was informed by the nurse at the user facility that the evis exera iii video system center reportedly had b30 (communication) errors during an unspecified event. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The error was observed at the beginning of a therapeutic cytoscopy with stent procedure. There was a delay in the procedure. The procedure was completed after changing out the camera box.